Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon attempted several times to seat bearing into the humeral tray but it would not seat. The surgery was finished with another device. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the bearing showed damage to the lip and slot possibly happened due to impacting the bearing without aligning it with the tray. No damages are observed on the articulation surface. Functional check and dimensional analysis were not performed due to damages on the lip. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.